Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "pain," "discomfort," "contracture baker 3," and reported through ultrasounds "hypoechogenic, well-defined nodule," "simple cyst," "benign calcifications," "increased anteroposterior diameter as well as radial folds predominating in the lower lateral quadrant, indicating capsular contracture." Device remains implanted.